Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller and four batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed one (1) premature power switching event due to a communication error involving bat217973 and several premature power switching events that were due to momentary disconnections involving bat217973, bat214684, bat214607, bat214602. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Other devices involved in this event: battery/ bat214602/ model #1650de/ exp. Date:2017-02-28 / UDI#: (B)(4), device available for evaluation: no ,mfg. Date: 2018-02-28, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching and battery disconnections. The controller and battery remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that log file review indicated that there was a communication error between the controller and one of the batteries.

Manufacturer narrative:
Correction: b5 b3. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching and battery disconnections. The controller and batteries remain in use. No patient complications have been reported as a result of this event.